Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. Patient described the area as bleeding, red, burning, and itchy around most of the patch area. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. Outcome of the wound is unknown.